Event description:
The customer reported that during an esophagectomy, the device did not seal when it was activated. It is unknown if regrasp alarms or an endtone (indicating a completed seal cycle) was heard. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.